Event description:
Blood glucose results of "168 mg/dl, 118 mg/dl, and 119 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating apotential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.